Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 80% stenosed target lesion located in the severely calcified and tortuous proximal right coronary artery (rca). After pre-dilation, a 3.5x16mm promus element plus stent was advanced and deployed but the stent was under expanded. Post dilation was performed. Four days later, the patient "returned with the rca full of thrombus". The patient was on plavix at the time of the event. Treatment utilized angioplasty and attempted to advance an aspiration catheter, but the aspiration catheter did not cross. A balloon pump was placed and the patient was transferred to a larger hospital. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).